Manufacturer narrative:
Concomitant medical products: d334trg crt-d, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.